Event description:
It was reported when using the bd flu+¿ syringe there was leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: "covid19 vaccine leaked behind the plunger while preparing syringe for covid19 vaccination. Two or three times the situation happened and the vaccine was discarded."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number: 2103419. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained. The retained samples were evaluated and no signs of leakage were identified. Per the investigation results, an exact cause could not be determined for this reported incident. Based on the provided customer feedback, it is possible that the leakage resulted from damage to the plunger lip component from the manufacturing process; however, without the sample this cannot be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd flu+¿ syringe there was leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: "covid19 vaccine leaked behind the plunger while preparing syringe for covid19 vaccination. Two or three times the situation happened and the vaccine was discarded."